Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed. Please see the following related MFR reports: MFR # 3010617000-2019-00212 for the autopulse platform, MFR # 3010617000-2019-00223 for the 2nd autopulse li-ion battery.

Event description:
As reported, during patient use, the autopulse platform powered off by itself for four times. Immediately the crew reverted to manual CPR. During the issue, the patient was on the stretcher in the elevator and transported to the hospital by ambulance. The patient was securely strapped to the platform using the shoulder straps during the transport. Per user, the platform didn't show any error message. Per user, when the crew paused the platform to check patient's pulse, the platform reverted to 30:2 compressions automatically. During the incident the crew used two autopulse li-ion batteries, the first battery status indicator showed three green led's on and the second battery status showed four green led's on. Per user, the patient was obese. No known impact or consequence to patient information was available.